Manufacturer narrative:
(B)(4) was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. (B)(4) was returned with the driveline cut approximately 17.5¿ from the pump housing and the severed portion of driveline was returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The deposition was not adhered to any surface, and the structure of the deposition and lack of laminated layering suggests that it did not form at this location. Although its origins and duration of time for which it was present in this area could not be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, suggest that deposition was not present for an extended period of time while the pump was operating, and would not have likely contributed to any functional issues. The remaining pump blood-contacting surfaces were free of any adhered thrombus formations or deposition. A correlation between the deposition found in the outlet stator and the reported driveline infection could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Driveline infection is listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection¿s approximate onset date of onset was (B)(6) 2017. Culture positive for pseudomonas. Treatment had been unspecified IV antibiotics as well as debridement.

Manufacturer narrative:
The patient¿s date of birth was not provided. Patient¿s age was approximated. (B)(4). Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to driveline infection. Additional information was requested, but was not provided.